Event description:
It was reported that due to an increasing loss in the pt's hearing ability over the past mos, the pt has been reimplanted with a cochlear implant in 2007.

Manufacturer narrative:
The device has been explanted and has been returned to MFR where it will be evaluated. When available, a device failure analysis will be submitted as a f/u report.